Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Mlx, flame during case, no injuries, did not delay case. Unit melted plug in and there are burn marks coming from the front of the light attachment.

Manufacturer narrative:
On (B)(6) 2017 integra investigation completed. Method: failure analysis, device history evaluation. Failure analysis: a visual inspection found no external visible, physical damage. The heat extended mirror was not in the holder and loose in the unit. There was no physical damage to the holder or the mirror. This condition would allow the heat generated from the lamp to exit the port. This can result in the flame, smoking or melting as reported. The mirror was reinstalled to the holder and the unit was functionally tested. The lamp ignited and the mlx light source ran for 15 minutes with no flame, smoking or melting. Device history reviewed and no anomalies found for reported incident. The out-of-place mirror is considered to be the cause of the reported complaint. Given that there was no physical damage to the holder and no external damage to the mlx the findings are consistent with user-tampering. The actual root cause was undetermined.